Event description:
Unomedical reference no.(B)(4). Event occurred in sweden on (B)(6) 2024, patient has reported that infusion set has crimped canula after removal from insertion site. Patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.